Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-56- user had an inaccurate reference: lab results: the end user is comparing results obtained from trividias's bgm system to the results from the laboratory. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 161, 171 and 211 mg/dl. The customer's expected fasting blood glucose test result range is 97 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/31/2020 and test strips were opened two and a half weeks ago. The meter memory was reviewed for previous test result history: (B)(6).